Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional pocket stimulation and nerve stimulation. It was further reported that the right atrial (ra) lead exhibited low bipolar impedance, low unipolar impedance, over-sensing, noise and high thresholds. The ra lead was reprogrammed and subsequently turned off. A venogram showed that venous access was occluded before a ra lead revision attempt. The ra lead remains in the patient. No further patient complications have been reported as a result of this event.